Event description:
During an laparoscopic cholecystectomy procedure it was reported by the affiliate that the device was dropping clips. The clips did not fall into the patient. There was no patient consequence.